Manufacturer narrative:
E1: phone number (B)(6). As reported, the 59 x 80 palmaz genesis on opta pro balloon expandable stent was not passing the lesion due to severe calcium. Therefore, the product wasn¿t available. There was no reported injury to the patient. The device was prepared and used in accordance with instructions for use (IFU). The palmaz genesis was used for pta. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of palmaz genesis and has used the device several times prior to this procedure. The device was stored properly according to the instructions for use. There was no damage noted to the device packaging upon inspection and prior to use. There was no reported difficulty removing the device from the packaging. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the device into the patient. There was no difficulty noted during prep. The unknown wire crossed the renal artery lesion without difficulty. The lesion was pre-dilated prior to the stent implantation. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. The device was not being used in attempt to treat a chronic total occlusion (cto). The device did not pass through any previously placed stents. The device was returned for analysis. A non-sterile ¿long gen / pro 59 x 80 per 135¿ was received inside of a clear plastic bag. The received unit was removed from the packaging to proceed with the product evaluation. The device was inspected, the unit did not present any anomaly or damage related to the reported event. The stent was mounted on the device and the marker bands were in the expected location. Nevertheless, the distal portion of the stent presented a partial detachment that may have been related to rough handling and/or procedural factors as a failure to cross was reported. A high magnification analysis was performed which observed the distal stent strut was uplifted and may have been related to the crossing difficulty. A product history record (phr) review of lot 82230427 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) failure to cross¿ cannot be confirmed due to the nature of the event as this cannot be replicated in the lab setting. Difficulty crossing a lesion, or an anatomical structure and/or stent is a known procedural occurrence. Crossing difficulty is most commonly related to patient anatomy, operator technique and appropriate device selection. However, subsequent findings of ¿stent strut uplift-distal¿ was confirmed as the device was received with the distal portion of the stent uplifted. However, the exact causes cannot be determined. Based on the information available for review vessel characteristics of severe calcification likely contributed to the event reported as evidenced by the distal strut damages. There is potential for the struts to snag on calcification making crossing the calcified lesion difficult. The IFU cautions ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ according to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the 59 x 80 palmaz genesis on opta pro balloon expandable stent was not passing the lesion due to severe calcium. Therefore, the product wasn¿t available. There was no reported injury to the patient. The device was prepared and used in accordance with instructions for use (IFU). The palmaz genesis was used for pta. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of palmaz genesis and has used the device several times prior to this procedure. The device was stored properly according to the instructions for use. There was no damage noted to the device packaging upon inspection and prior to use. There was no reported difficulty removing the device from the packaging. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the device into the patient. There was no difficulty noted during prep. The unknown wire crossed the renal artery lesion without difficulty. The lesion was pre-dilated prior to the stent implantation. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. The device was not being used in attempt to treat a chronic total occlusion (cto). The device did not pass through any previously placed stents. The device will be returned for evaluation.addendum: product evaluation revealed a partial detachment to the distal portion of the stent.